Event description:
It was reported that an ventricular tachycardia/ventricular fibrillation (vt/vf) episode was collected for an supra ventricular tachycardia (svt) episode with inappropriate therapies provided. It was noted that the onset of the svt was very sudden, likely leading to the pr logic's inability to withhold therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 4518 competitor implantable pacing lead, implanted: (B)(6) 2006; product ID 6944 implantable tachy lead, implanted: (B)(6) 2002. (B)(4).